Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement and pocket revision procedure. Additional information was received that the patient was doing well post operatively. The explanted device was retained by the facility.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement and pocket revision procedure. Additional information was received that the patient was doing well post operatively. The explanted device was retained by the facility.

Manufacturer narrative:
Investigation results: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement and pocket revision procedure.